Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated pacing impedance measurements. During the explant procedure, after opening the pocket, an insulation break was found in the subclavian area.